Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, the patient had their rns system (neurostimulator and two depth leads) explanted for a subdural infection positive for serratia marcescens and finegoldia magna. Treatment included six-week IV cefepine and metronidazole to treat the confirmed pathogens.